Event description:
Pt. Had diagnostic cath & was sent home. Returned 2 days later w/ a thrombus requiring vascular surgery. Possibly if device used to close artery. "The closer" caused small dissection leading to the thrombus.